Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 417 mg/dl. The customer had symptoms such as gateoparethis and vomit. The customer treated with manual injection. Customer's blood glucose value was 217mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The customer's wife declined to check for leaks, air bubbles, site or insulin issues. The customer's wife was advised to call back when customer was feeling better to complete trouble shooting. The customer reported a failed battery and was assisted with trouble shooting which resolved the issue. The product was not returned for analysis.

Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and delivery accuracy test or verify possible under delivery and failed battery test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act buttons. Pump received with severely scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.